Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issue. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the detachable battery cable. The detachable battery cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the detachable battery cable failing was due to damage to component l1.